Manufacturer narrative:
Batch review performed on 25 july 2017. Lot 156311: (B)(4) items manufactured and released on 24 march 2016. Expiration date: 2021-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery for infection, not implant failure. Knee joint wash-out and poly liner replacement were performed. The explanted liner was replaced with 4/12mm left.